Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported thrombosis occurred. A comment was received via an online watchman coordinator connect forum. The watchman coordinator responded to a comment inquiring about the rate of device related thrombus (drt) being seen at other sites. The watchman coordinator stated that their facility currently has a rate of about 7% and wanted to ask the forum how that compares to their data. The watchman coordinator noted that there is a high compliance of performing follow up transesophageal echocardiography (tee) at both 10-12 weeks and 1 year. A good faith effort was made, and additional information was provided on the data noted in the watchman coordinator connect forum. It was further reported that a patient had a 27mm watchman flx pro closure device implanted on (B)(6) 2025. On (B)(6) 2025, at the routine one year follow up transesophageal echocardiography (tee), a small thrombus was noted. The patient was placed on eliquis and will be reimaged (B)(6) 2026.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported thrombosis occurred. A comment was received via an online watchman coordinator connect forum. The watchman coordinator responded to a comment inquiring about the rate of device related thrombus (drt) being seen at other sites. The watchman coordinator stated that their facility currently has a rate of about 7% and wanted to ask the forum how that compares to their data. The watchman coordinator noted that there is a high compliance of performing follow up transesophageal echocardiography (tee) at both 10-12 weeks and 1 year. A good faith effort was made, and additional information was provided on the data noted in the watchman coordinator connect forum. It was further reported that a patient had a 27mm watchman flx pro closure device implanted on (B)(6) 2025. On (B)(6) 2025, at the routine one year follow up transesophageal echocardiography (tee), a small thrombus was noted. The patient was placed on eliquis and will be reimaged (B)(6) 2026.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.